Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - it was reported that ""a control release was not working well during use, and the needle was detached from the suture. The product was used on the dermis. It was a control release needle."" Could you please provide additional details about the the reported alleged deficiency?=>the thread came off the needle easily. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. =>we regularly contact with sale rep about the device returning. - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6) a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and suture was used. During the procedure, it was reported by a sales rep that, during a gastrostomy of pediatric surgery, a control release was not working well during use, and the needle was detached from the suture. The product was used on the dermis. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.